Event description:
It was reported that during a da vinci hysterectomy procedure, an unidentified issue occurred while using the monopolar curved scissors instrument. There was no patient harm, adverse outcome or injury reported. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event, however, no further information could be provided.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis placed the instrument on an in-house system and found the blades cut test failed, however there was no blade damage. The scissors did not cut cleanly through .006 of latex. The latex got snagged at the scissor tips. The blade edges were undamaged however the edges exhibited wear at the tips, negatively affecting cut performance. Failure analysis investigation also found the following damages: the pad printing on the instrument's tube extension had been removed. The section removed measured roughly .250 x .112. There was no damage to the tube extension. The pad printing (material) that was removed may have been caused by coming to contact with another instrument. The instrument's main tube was also cracked. The tube had a small hairline fissure in the axial direction, located directly below the tube reinforcement ring. The location of the crack was in an area that was not protected by the tip cover. Failure analysis concluded that the pad printing and cracked damages may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing that was removed from instrument found during failure analysis if to recur could cause or contribute to an adverse event.